Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. The 90% stenosed target lesion being treated was located in the severely calcified and moderately tortuous proximal to distal right coronary artery (rca). A 3.50x8mm apex balloon catheter was advanced to the lesion and used for predilation. A 3.00x12mm promus stent delivery system (sds) was then advanced to the lesion and would not cross. A 3.50x12mm ion sds was then advanced and was able to cross the proximal lesion but unable to cross the distal portion of the lesion. Upon withdrawal the stent got hung up on some calcification and dislodged in the mid rca. There was no attempt to retrieve the stent. A 3.00x12mm apex balloon catheter was advanced and used to dilate the 3.50x12mm ion stent, thus deploying it in the mid rca. The stent seemed well positioned and well apposed. The procedure was completed with this device. No additional patient complications were reported and the patient's status is stable. Additional information has been requested and is not available.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).